Manufacturer narrative:
H.6. Investigation summary: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that during use of the unspecified bd¿ pen the pen broke as the user tried to inject. The following information was provided by the initial reporter: a defective pen broke when he tried to inject.

Manufacturer narrative:
The manufacturing location for this product is us world med. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd¿ pen the pen broke as the user tried to inject. The following information was provided by the initial reporter: a defective pen broke when he tried to inject.